Event description:
It was reported that the patient experienced spasms in her back. The patient lifted something heavy and then she heard a pop near her back. She thought that she may have disconnected the lead wire. She has not been able to walk or stand since. She rubbed her hand over the area of the lead and she felt a shock. Touching the area where the device was implanted caused more shocking. She experienced a loss of therapeutic effect and pain in her back and legs. The healthcare provider confirmed that the patient experienced an acute onset of low back pain after lifting their leg. The pain was worse when the device was on. A CT scan showed that there was no herniated disc, spinal stenosis or compressed nerve. The lead and neurostimulator were explanted. No patient outcome was given.